Event description:
It was reported that the event occurred after they inserted the sheath via a. Femoralis (femoral artery) and attempted to advance a guiding catheter into the sheath. It was impossible to advance past the tip of the sheath. As a result, only the sheath was removed. They used a 45 cm long 6 fr sheath via the same insertion site and the guiding catheter passed with no issues. There was no report of patient death, complications or injury. There was approximately a 15 minute delay or interruption in therapy with no harm to the patient. The patient outcome is okay. Additional information received on (B)(6) 2013 stated that they did have to remove the catheter to remove the sheath and it was a 6 fr. Judkins catheter.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.